Event description:
It was reported that there was a primary audible error. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4)as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in excellent condition on all cases. During power on pump, and occlusion testing the primary audible alarm background alarm was unable to be duplicated. The root cause of the issue could not be determined as speaker wires were intact when investigated. Replaced speaker and interconnect printed circuit board for preventive maintenance. This issue was addressed under a corrective and preventative action.